Event description:
This patient did not hear sound at initial stimulation with her right cochlear implant ( patient has bilateral implants). Reprogramming efforts resulted in minimal sound at high stimulation levels. Integrity testing revealed most electrodes were open circuit. Explantation, and reimplantation surgery was done in 2005.